Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customers blood glucose level (bg) was 1003 mg/dl. Customer administrated a manual correction injection to address bg. Ultimately the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) on (B)(6) 2024. Customer was treated with fluids of saline and insulin which resolved the issue. Elevated bg caused kidney and liver damaged resulting in customer requiring dialysis treatment, confirmed by health care provider. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.